Event description:
The pt was being treated for a wide neck aneurysm in the right middle cerebral artery. As the physician was placing the stent, the pt suffered a vasospasm in the right internal carotid artery in the cervical region. 2.5mg of nicardipine was administered intraarterially. The stent was placed and the aneurysm was embolized successfully with minimal residual filling at the neck of the aneurysm. The pt was reported to have "no change in neurological status" post procedure and was discharged home on the second day.

Manufacturer narrative:
The stent remains implanted in the pt and will not be returned for eval.